Manufacturer narrative:
The affected device was not returned to nidek for evaluation. Nidek contacted the nurse mgr to send the unit for evaluation at the time but customer declined for the service. The unit was not returned and not evaluated. Nidek also confirmed that the customer only uses nidek blades. Nidek contacted customer again on (B)(6) 2014 for follow up and confirmed that there was no pt injury involved with the event reported; the pt did fine after the surgery,. The unit has been functional. Nidek considers this failure mode a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.

Event description:
Nidek received a complaint from a customer on (B)(6) 2011. Doctor reported that they experienced a free flap/cap when creating corneal flap on the right eye of the pt during surgery with mk-2000 hand piece s/n: (B)(4). The info provided by the doctor about the pt as the pt had iol with post-op refractive error of +0.75 +0.75x090 with normal keratometry of 42 bilateral and was scheduled for lasik on both eyes. The flap created was 7.0 mm in diameter and scalloped on the superior temporal edge (edge of the flap closest to the pt's temple). The flap was placed back on the cornea and the laser portion was aborted. The pt could be able to read a clock at 5 feet after surgery. For surgery the configuration of blade holder 160 with suction ring 9.0 was used. The doctor was not sure about what type of blades were used or when the device was last serviced.